Event description:
A nurse reported during a case the system froze. The system was switched out and the case was completed. Additional information was requested. Additional information, received by the nurse, indicated she was unsure what step of the surgery they were in when the unit froze. There was no patient impact and no cancellations, but there was a delay during the procedure of about 10 minutes while the systems were switched.

Manufacturer narrative:
The facility is attempting to find a replacement footswitch elsewhere. There will be no sample returning for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).